Event description:
The recipient is reportedly experiencing device migration. Repositioning surgery is scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed following surgery, and resumed device use. This is the final report.

Manufacturer narrative:
The recipient underwent repositioning surgery on january 6, 2020. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.